Event description:
It was reported that a smiths medical pump alarmed "no disposable pump won't run" pump settings: res vol 90.5 ml, rate 2.3 ml/hr, given 11.55 ml. Unknown if air in line, patient not affected